Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, crease/folding of implant, cyst(s), other medical-ndr.

Event description:
Patient reported ¿intense pain¿, ¿periprosthetic fluid (seroma),¿ ¿intense, frequent, and refractory headaches to usual medications¿, ¿headaches intensified severely, becoming incapacitating, accompanied by intense photophobia¿, ¿nausea¿, ¿numbness in the lower limbs.¿, ¿liver overload¿, ¿drug-induced hepatitis¿, ¿migraines¿, ¿joint pain¿, ¿constant tinnitus¿, ¿diffuse body pain¿, ¿fatigue¿, ¿marked hair loss¿, ¿autoimmune/inflammatory syndrome induced by adjuvants (asia), silicone disease¿. ¿five months after explant: no longer have tinnitus, diffuse pain, recurrent joint pain, fatigue, hair loss, or the symptoms previously mistaken for fibromyalgia, showing substantial improvement in my overall state of health after the explant¿. Healthcare professional later reported ¿headache¿, ¿vomiting and fecal incontinence¿, ¿radial folds¿, ¿small amount of peri-implant fluid bilaterally (seroma).¿, ¿scattered cysts measuring up to 1.4 cm, larger on the left¿. Healthcare professional later reported ¿body pain¿, ¿headache¿, ¿malaise¿, ¿intensification of migraine-type headache, requiring hospital admission¿, ¿hepatic changes¿, ¿increased fatigue¿, ¿the appearance of intense and diffuse body pain¿, ¿joint pain with mixed characteristics (mechanical and inflammatory)¿, ¿mood and sleep disturbances¿, ¿hair loss¿, ¿possibility of autoimmune diseases ¿ which was ruled out, and [they] were diagnosed with fibromyalgia¿, ¿possibility of gel bleeding¿, ¿silicone disease¿. Patient was prescribed venlafaxine, naproxen, naratriptan, topiramate. This record is for the left side. Device has been explanted.